Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code ) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. The cause for the failure was isolated to the pins of j1003bb on the computer/analog pca were not making contact with the defib board pins. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.